Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.

Event description:
It was reported by the patient's father, that she had an allergic reaction, possibly to an unknown shunt. There is no device specific information available. Shunt was implanted on (B)(6) 2014 to treat a pseudotumor. Post-operatively, the patient developed burning sensation when swallowing, burning in the stomach and on the neck adjacent ot the implanted tubing as well as vomiting after ingestion of fluids/meals. Pain meds were given as treatment. In (B)(6) 2016, the patient developed a pseudocyst and underwent a revision to have the shunt tubing replaced (unknown manufacturer). In (B)(6) 2017 the reporter¿s daughter underwent a bellows procedure. In 2017, allergy testing was positive when the patient's skin was exposed to the shunt tubing.